Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012866451); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012857316); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the first loading was deemed acceptable but near the fourth node. The first deployment attempt resulted in total infolding of the valve. The valve was withdrawn from the patient and exchanged for a different valve, which was successfully implanted. Per the physician, annular calcification likely contributed to the infolding. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received enclosed within two sealed plastic bags, placed inside its original packaging. The original jar containing the valve was fully submerged in a clear solution. The valve showed slight discoloration, indicating possible contact with blood. The valve frame was received slightly compressed at the inflow. Leaflets 1 (l1) and 2 (l3) were in a closed position, while leaflet 3 (l3) appeared partially open. All leaflets were flexible and intact. All commissures appeared intact. All sutures appeared intact. The valve was immersed in a warm saline bath, at approximately 37°c, resulting in full expansion of the frame. No signs of frame damage, such as bends or kinks, were observed. To simulate the loading process as outlined in the instructions for use, the valve was placed in a cold saline bath. The frame paddles were properly seated within the paddle attachment pockets without any issues. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube enclosed the valve¿s commissure pad. Next, the inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed during this step. Finally, the capsule was fully advanced over the valve. Throughout the loading simulation, no visual or tactile abnormalities were noted. The valve was deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve, with no anomalies observed. Deployment continued through the waist and past the point of no recapture, without any issues noted. The valve was then fully deployed. No visual or tactile anomalies were observed throughout the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 30 minutes occurred as a result of the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: nineteen media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was not released; a new valve was prepped, and another misload was noted by overlap to node 4. There is evidence of another fluoroscopic valve load inspection confirming a good load. The new valve was implanted at a depth of 3 millimeter (mm) on the non-coronary cusp in the cusp overlap view and 8mm on the left coronary cusp in the left anterior oblique (lao) view, and no evidence of infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.